Manufacturer narrative:
E1: phone (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found ruptured downstream occlusion (dso) seal, confirming the reported problem. To resolve the issue the dso seal would be replaced.

Event description:
It was reported that the device had a tear in membrane. The fault occurred during planned preventive maintenance. There was no patient involvement.